Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the clinic will be doing a revision surgery on (B)(6) 2011. Poor performance led to a CT scan being carried out, which showed the electrode had migrated out of the cochlea. Additional information received on (B)(6) 2011, stated that the patient was re-implanted on (B)(6) 2011.